Event description:
Original surgery 1998 for right total hip arthroplasty. Dislocation necessitated return to surgery twenty seven months later for removal and replacement of femoral head component.

Event description:
Follow-up report to correct product identification: revision of hip: replaced modular head inserted during previous revision; explanted device represented by numbers on this report. Initial report erroneously referenced modular head implanted on previous revision.